Event description:
Customer reports persistent cough that subsided after discontinued use. The md visit resulted in a prescription for an unspecified inhaler.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The customer utilized two separate devices over the course of product use. An initial complaint involving an alleged injury (cough) was received on (B)(6), 2021, and associated with the returned device. Evaluation was completed, but the complaint was closed due to inability to reach the customer. The returned device passed internal lab inspection. A second complaint for the same alleged injury was received on (B)(6), 2023, this time related to the second device, which was not returned. The customer reported no medical intervention and was advised by soclean to follow up if symptoms persisted. At that time, the event was assessed as not reportable. On (B)(6), 2025, a third complaint referencing the same injury (cough) was submitted, specifically linked to the second device. The customer provided sufficient information pertaining to the alleged injury, and based on the updated information, the event is now considered reportable. The reportable date has been established as (B)(6), 2025. The required term/code for this report was unavailable. Since the device passed all testing, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.